Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 20 mg/dl due to the basal rate being set too high. The customer went to the emergency room and was treated with a sugary drink and an intravenous drip. The customer indicated that the pump had created the new basal rate setting. The next day, the customer deleted the "roque" setting and resume insulin delivery. The customer's bg level has been "ok".